Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 07oct2020 after our initial report was sent: the device was tested prior to use and it was in perfect working condition. The size of the stone they were attempting to remove was 8mm. There was nothing with the patient's anatomy that was obstructing the basket, preventing the basket from opening or closing.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: cook was informed of an event with a ngage nitinol stone extractor. The device reportedly did not close completely during a flexible ureterolithotripsy procedure on (B)(6) 2020. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional test of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The support sheath was slightly bowed. With the handle in the closed position, a 2mm gap was between the handle and the thumb slide, and there was a slight gap in the wires. Functional testing determined the handle did not actuate the basket formation. After several attempts, the handle did actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. Based on the information available, cook has concluded that a cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: quality specialist. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureterolithiasis procedure, using an ngage nitinol stone extractor, the basket did not close completely, and it was not possible to capture the stone. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested. At the time of this report, no further information has been provided.